Manufacturer narrative:
B3: estimated date of procedure. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Date of event: estimated date. The device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported via a general comment that during puncture closures of the common femoral vein with a proglide device after an ep [electrophysiology] atrial fibrillation procedure, no sutures were present when the proglide plunger was removed. Additional proglides from different lot numbers were used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedures or therapy. No additional information was provided.